Manufacturer narrative:
No device was returned for evaluation; however, photographs of the device were provided for review and were able to confirm the reported event. The device appeared to be fractured, per the reported description. Additionally, no operative notes were provided for review of usage/technique. Based on the information available, the cause of the reported event was unable to be determined conclusively, but may have been the result of off-axis forces applied during any in-situ twisting of the implant to maximize distraction of the disc space in an attempt to restore proper spacing of the vertebral bodies, off-axis impact with a mallet, micro motion at the implant / inserter interface if the cage is not fully threaded onto the inserter, and/or over tightening of the cage onto the inserter. Labeling review: "warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage." "Compatibility: all implants should be used only with the appropriately designated instrument (reference surgical technique). "Pre-operative warnings: 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Handling of the sterile implant: open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used."

Event description:
It was reported that on (B)(6) 2025 during an extreme lateral interbody fusion a l4/l5 when the surgeon was inserting the intervertebral spacer, the device fractured. A new device was able to be used to finish the case with no patient impact.